Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair surgical procedure the thread of the 4.5 healix advance br w/ocord device anchor was deformed. The anchor was removed from the patient. Another device was used to complete the surgery. There was patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that the 4.5 healix advance br w/ocord anchor threads are noticeably deformed. Also, biological matter is impregnated in the anchor. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would have contributed to the complained device issue. Based on the investigation findings, the root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred, therefore the anchor threads were damaged. As per IFU, inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. B5 update: it was previously reported in error that the event occurred during a rotator cuff repair surgical procedure, the event occurred during an acl (anterior cruciate ligament) repair surgical procedure.